Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7117885.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced delirium which was moderate in severity one-day post-implant procedure. The patient had a prolonged hospital stay and the event resolved within six days. The physician assessed that the event had a probable relationship to the procedure and no relationship to the device or stimulation. The device remains implanted and will not be returned for analysis.